Event description:
It was reported that after drawing blood when flushing PICC with saline there is a leakage noted at the wings. Catheter has to be taken out (B)(6) 2021. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. Usage residues were observed throughout the sample. Curved shape memory was observed throughout the sample. A partially circumferential split was observed at the suture wing/catheter joint. Tactile inspection of the sample revealed tensile weakness in the vicinity of the split. Microscopic inspection of the sample revealed a dully granular fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The split features were consistent with tearing type material failure. The tensile weakness and discoloration suggested that the material failed due to tensile (pulling) stress. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. .

Event description:
It was reported that after drawing blood when flushing PICC with saline there is a leakage noted at the wings. Catheter has to be taken out 1/3/21. No other information was provided.